Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that the customer was in the emergency room due to hyperglycemia, on (B)(6) 2019 with blood glucose level was 480 mg/dl at time of incident.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose of 480 mg/dl. It was also reported customer had symptoms like dizziness and double vision, depth perception. The document the hospitalization treatment was neurological testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date with blood glucose level was 480 mg/dl at time of incident. Customer stated that the battery died with insulin pump. Customer¿s main concern was to fix the issue with the transmitter and meter. No information was gathered at the time of call. Customer stated that they checked alarm history and got unable to connect, was about to provide instruction with meter pair but customer stated that they were already in the hospital. The device will not be returned for analysis.